Manufacturer narrative:
The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. The device will not been returned for analysis as it was implanted; therefore the complaint could not be determined. Based on the reported information, there is no evidence suggested that the onyx was defective, but rather a procedure related event. Per the onyx instructions for use: ¿inject onyx les and dmso at a slow, steady rate, not to exceed 0.3 ml/ minute. Over pressurization and rupture can occur if 0.05 ml of onyx les is injected and is not visualized exiting the catheter tip. In addition, premature solidification of onyx les may occur if micro catheter luer contacts saline, blood or contrast of any amount.¿ same event as reported in MDR MFR: 2029214-2016-00106.

Event description:
Medtronic received information that during an onyx embolization procedure of an arteriovenous malformation fistula located on the right p4 posterior cerebral artery (pca), onyx leaked from two holes on the microcatheter. When onyx was injected into the microcatheter into the left vertebral artery, the physician stated it felt strange because onyx was not coming from the end of the microcatheter. The physician noticed the onyx had leaked out from the middle of the microcatheter in the vertebral artery. Because the physician noticed a leak in the catheter, he immediately stopped the injection. Approximately 0.5ml of onyx was injected. The physician directly delivered heparin to destroy the reflux so the blood flow would not be blocked. There is no reported injury to the patient. The patient is currently in stable condition.